Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged. In addition, it was reported that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 06/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/01/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. The top of the returned battery cap was found to be worn; the returned battery cap was unable to secure to the suspect or test pump cases per the instructions for use (IFU). The battery cap contact height measurements were found to be above the specifications. A test battery cap was able to secure to the suspect pump case per the IFU. The reported issues were confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.